Manufacturer narrative:
Investigation summary: with the available information boston scientific concluded that the reported fiber beam operating differently than normal was confirmed. Analysis identified the glass cap was detached and not returned. It is probable that the glass cap detachment occurred due to cap wear occurring during the procedure. Cap wear is accelerated due to heat accumulation caused by prolonged tissue contact and inadvertent anatomical/procedural factors. This will limit the performance of the fiber and potentially lead to glass cap detachment. Device history record (DHR) review: a review of the device history record (DHR) confirmed that the device met all material, assembly and performance specifications. Device technical analysis: the fiber was returned and upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. Visual analysis identified the glass cap was detached and was not returned. The outerflow tube was also damaged. The fiber was functionally tested with the hene (helium-neon) laser fixture. The testing conducted showed there were no signs of breakage along the length of the fiber. The connector cone, segments and tabs appear in good condition. Labeling review: the device instructions for use (IFU) was reviewed. The IFU states: in the unlikely event of a detached tip, it may be visually located through an appropriate scope and removed using forceps. Irrigate the area thoroughly to remove any traces of fiber or other material. If the aim beam or working beam exit the end of the fiber, discontinue use immediately and discard the fiber. Reuse or misuse of a greenlight fiber will result in an increased potential for damage to the greenlight fiber and ancillary equipment, i.e., cystoscopes. If excessive tissue or debris is allowed to accumulate on the laser fiber cap, over heating of the laser fiber cap will occur leading to premature laser fiber degradation and/or laser fiber failure. Investigation conclusion: based on analysis results, a probable cause of unintended use error caused or contributed to event was assigned to this investigation.

Event description:
It was reported that during a photoselective vaporization of the prostate procedure, after five minutes of use the fiber glowed so brightly that it could not be used any longer. The procedure was completed utilizing a second fiber without consequences to the patient. The fiber was returned and analysis identified the glass cap was detached and not returned.